Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that they weighed (B)(6) at the time of the event. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member/friend regarding a patient implanted for non-malignant pain. The caller reported that the patient had an MRI of their brain, which was confirmed to be unrelated to the device/therapy. However, when the patient went to turn stimulation back on, they saw a power on reset (por) error with a ¿call your doctor¿ icon on their programmer. It was noted that the por error was informational. The caller stated that the MRI could be related to the issue. Patient services reviewed steps for clearing the por. The caller indicated that therapy resumed and was adequate. Troubleshooting resolved the reported issue. No further complications were reported or anticipated.